Manufacturer narrative:
The cause of the strap latch breakage can not be determined. The possibility of oblique or excessive force against the strap latch door when opening the strap latch can not be ruled out. Hollister will continue to track and trend the performance.

Event description:
It was reported that the strap latch clip broke off the anchorfast et tube holder when the clip was opened to move the tube. A new device was applied.